Event description:
We received a report from a consumer that a bottle of complete revitalens was leaking from the top although it was sealed. The unit was discarded and the lot number is unknown. No consumer involvement since the bottle was not used.

Manufacturer narrative:
Expiration and manufacture dates are unknown. (B)(6). All pertinent information available to the manufacturer has been submitted. Placeholder.